Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the sample line was loose at the fitting to the blood sampling valve. The fse replaced the sample line and the instrument ran without any leaks. (B)(4).

Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as clear fluid of approximately 20 ml in volume. The source of the leak was not determined by the customer. The leak was dripping under the instrument and was not contained in the instrument. There were no error messages at the time of the leak. The operator identified the leak during the startup process of the analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.